Event description:
It was reported that a spectrum iq infusion pump infused volume lower for given time during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "infusion volume lower for given time" was not reproduced. Evaluation sent the device for flow accuracy testing and the device passed the test. The event history log was reviewed and revealed no errors or alarms that could cause or contribute to an infusion issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.